Manufacturer narrative:
Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Date of manufacture: december 14, 2016. Manufacturing location: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows lot h231589 of 2.5 mm drill bits was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9851033 met all specifications with no issues documented that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had surgery on (B)(6) 2017 for an ankle fixation treatment. Inter-operatively as the surgeon was drilling at the medial side of the patient¿s bone, the drill bit hit a screw that was already inserted from the lateral side of the bone. The tip of the drill bit broke off inside the patient¿s tibia bone. The tip fragment was left in the patient¿s bone. No additional x-rays were taken. Surgery was completed successfully with no reported time delay. It was noted, the breakage occurred approximately 15 mm from the tip after the doctor had already fixed the lateral fibula, and was working on fixing the medial malleolus. There was another drill bit available and the patient was stable following surgery. Concomitant devices report: drill (quantity 1), screw (quantity 1). This is report 1 of 1 for (B)(4).